Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was over delivering. Customer¿s blood glucose was 151 mg/dl at the time of incident. The customer treated low glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Costumer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.